Event description:
A customer obtained unexpected negative results on the antibody screening assay when testing a patient sample on the galileo instrument (#(B)(4)).

Manufacturer narrative:
Result image files from the galileo were reviewed by an immucor technical support specialist. Visually the samples appeared to be showing very weak positive reactivity. An immucor field service engineer cleaned stylus, flushed manifold, replaced the reagent arm probe, tubing, and syringe, and cleaned camera. The daily and weekly maintenance was performed. The qc, aborh and screening assays were performed on several patient samples with acceptable results. The instrument is operating as expected.